Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvwb11) was removed due to fracture at tooth location 19. Patient was rescheduled for new implant placement. Bone loss was also reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation attached to a third party removal tool. Visual evaluation of the as returned product identified significant signs of damage, and the implant is fractured across the threads. The product is too badly damaged to be accurately measured. It is noted that the patient has a history of diabetes, which can contribute to bone loss. The reported product was located on tooth # 19 and used for approximately 10.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture & medical conditions). The customer has not provided additional pictures or x-ray images of the product or the implant site. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number: 61117201. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (61117201) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture & bone loss) or product (tsvwb11). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed following evaluation of the returned product. The reported bone loss could not be verified with the information provided. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.